Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of aortic stenosis and severe calcified anatomy underwent implantation of an evolut fx+ 34 transcatheter aortic valve using the cusp-overlap technique (cot) and a non-medtronic (lunderquist) guidewire, with an implantation depth of approximately 3-4 millimeters (mm). The valve was properly loaded and checked in all recommended ways. An echocardiogram performed immediately post-procedure showed a trace to mild paravalvular leak (pvl). Two days later, a follow-up echocardiogram revealed moderate to severe pvl, with no valve migration and the valve position remaining at about 3-4 mm depth. The patient was transferred to the operating room several days later for post-dilatation with a 26 millimeter balloon, which resulted in some improvement; however, a valve recoil occurred after post-dilatation and a persistent moderate to severe pvl remained. The patient was hemodynamically stable throughout the episode. The transcatheter aortic valve remains implanted and in service.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of aortic stenosis and severe calcified anatomy underwent implantation of an evolut fx+ 34 transcatheter aortic valve using the cusp-overlap technique (cot)  and a non-medtronic (lunderquist) guidewire, with an implantation depth of approximately 3-4 millimeters (mm). The valve was properly loaded and checked in all recommended ways. An echocardiogram performed immediately post-procedure showed a trace to mild paravalvular leak (pvl). Two days later, a follow-up echocardiogram revealed moderate to severe pvl, with no valve migration and the valve position remaining at about 3-4 mm depth. The patient was transferred to the operating room several days later for post-dilatation with a 26 millimeter balloon, which resulted in some improvement; however, a valve recoil occurred after post-dilatation and a persistent moderate to severe pvl remained. The patient was hemodynamically stable throughout the episode. The transcatheter aortic valve remains implanted and in service. Additional information was received that a new echocardiogram showed severe pvl. Post-implant balloon dilation did not help decrease the regurgitation. A non-medtronic valve was implanted with a good final result, reducing the pvl to mild. Additional information was received that the non-medtronic valve was implanted valve-in-valve approximately two weeks following the initial valve implant procedure and resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one video clip was provided for review. The image was dark, therefore it is unable to be determined which view/window is shown. There is color flow seen in the clip provided which appears to be moderate-severe central aortic insufficiency and possible severe paravalvular leak (pvl). No dicom images were provided. Updated: b2, b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a medical history of aortic stenosis and severe calcified anatomy underwent implantation of an evolut fx+ 34 transcatheter aortic valve using the cusp-overlap technique (cot)  and a non-medtronic (lunderquist) guidewire, with an implantation depth of approximately 3-4 millimeters (mm). The valve was properly loaded and checked in all recommended ways. An echocardiogram performed immediately post-procedure showed a trace to mild paravalvular leak (pvl). Two days later, a follow-up echocardiogram revealed moderate to severe pvl, with no valve migration and the valve position remaining at about 3-4 mm depth. The patient was transferred to the operating room several days later for post-dilatation with a 26 millimeter balloon, which resulted in some improvement; however, a valve recoil occurred after post-dilatation and a persistent moderate to severe pvl remained. The patient was hemodynamically stable throughout the episode. The transcatheter aortic valve remains implanted and in service. Additional information was received that a new echocardiogram showed severe pvl. Post-implant balloon dilation did not help decrease the regurgitation. A non-medtronic valve was implanted with a good final result, reducing the pvl to mild.